Event description:
It was reported that an expired unit has allegedly been used on a patient.

Manufacturer narrative:
The product was not returned for investigation. However, based on the manufacturing date of the unit, the reported failure mode can be considered confirmed. Further, it was later informed that the part number initially reported (0279351100 3.5 mm 90-s serfas energy suction probe) was incorrect and that the unit will not be returned for evaluation. It was also informed that the part number used was a 0279401100 4.0 serfas energy 90s max probe. Even though, this complaint is user related and no device failure was reported, the device history record (DHR) for part number 0279-401-100, lot # 10159ae2, was reviewed. There were no discrepancies observed that could contribute to this condition. The serfas energy probes include a label on the secondary (box) and primary package (blister) which includes the expiration date of the unit. Therefore, the root cause identified for the reported condition is user related. As stated on the event description the company representative, which no longer works for stryker, delivered an expired unit to the account and the operating room personnel did not verify the expiration date of the unit before use. In sum, the product was not returned for investigation but based on the information provided, the reported failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired unit has allegedly been used on a patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.